Event description:
Powered echelon 60 (pse60long) with black reload used to staple stomach jammed. Mechanical release used to disengage stapler. Bleeding was slight. Rep notified, stapler replaced with mechanical echelon 60 (long60a). Staple reapplied and surgery progressed. The patient was transferred to the recovery room in a stable fashion.